Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet did not power on while on the charger, resulting in sustained hyperglycemia and the need to transition to outside insulin; subsequent follow-up confirmed the charger functioned with a replacement ilet, indicating the original device experienced battery depletion or a power-on failure without associated alarms. Symptoms included prolonged high blood glucose and patient-reported sleepiness and mild confusion. Outcomes included interruption of device therapy and use of back-up insulin. Investigation included troubleshooting and user education, verification of the charger indicator light and power outlets, confirmation of serial information, and post-replacement confirmation that the charger operated normally. Investigation of this case revealed that the charger was not the cause and that the issue was isolated to the original ilet¿s inability to power on. It was concluded that the event involved device failure to power with resultant hyperglycemia, with no medical intervention or hospitalization reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.